Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic had a scuff on the haptic tip. Both haptics were bent-gusset and distal area. The optic had a torn/split/cracked area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested.

Event description:
A purchasing agent reported that an intraocular lens (iol) cracked after implantation. In a f/u, the nurse reported that the iol was removed and replaced during the same procedure. The incision was enlarged to remove the damaged lens, and the pt required a suture to close the incision.